Event description:
A malfunction alarm was reported with a pump during a pumping session, resulting in cartridge alarms that persisted despite attempts to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer and will replace the pump under warranty. The customer was informed to use multiple daily injections as a backup insulin delivery method and instructed on returning the pump to tandem in storage mode using a prepaid label.